Event description:
It was reported during a laparoscopic cholecystectomy the red arming button would not stay down on the 511sd trocar. A new single trocar was opened to complete the case. The trocar was from an fdc16 kit, lot #j45c4z. There was no consequence to the pt.